Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The root cause of the explant procedure could not be determined with the provided information.

Event description:
On (B)(6) 2003, the pt was implanted with three gore excluder bifurcated endoprostheses. On (B)(6) 2012, the devices were explanted.